Manufacturer narrative:
Concomitant medical products product information: 3976742 188-01-03 - wedge plasma x/o sz 3; 4060945 180-65-20 - alteon 6.5mm screw, 20mm; 4154646 170-28-00 - biolox delta femoral head 28mm od, +0mm; 4430397 180-65-20 - alteon 6.5mm screw, 20mm; 4635261 186-01-50 - integrip cc, cluster 50mm, g1 updated/additional information ¿ a2. A3. D1. D4. D5. G1. G2. G4. H4. H6. H7. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation, a patient was implanted with an exactech device (B)(6) 2016. They were revised (B)(6) 2022, approximately 5 years 8 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.